Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that e226 error occurred due to cable malfunction. It was noted that error e226 occurs when there is an error in the communication between the endoscope and the processor. (Instruction manual otv-s300 chapter 10 troubleshooting 10.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not curl the camera cable smaller than 20 cm in diameter. There is a risk of damage. ·when the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable may break. ·the cables should not be sharply bent, pulled, twisted, or crushed. Cable damage may result. ·when wiping the outer surface of the camera cable, do not rub the camera cable strongly. Doing so may cause the camera cable to break. ·the endoscope should be operated by holding the camera head, not the camera cable, during use. There is a risk that the camera cable may break. ·do not use a clamp or forceps or other means to secure the camera cable. There is a possibility that the camera cable may break. ·do not pull out the video connector by the camera cable. There is a possibility of disconnection due to excessive force applied to the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. And the customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the hd 3cmos autoclavable camera head had sandstorm image and screen noise. The issue was during inspection for use for a therapeutic total laparoscopic hysterectomy, and it was completed with a similar device. There were no reports of patient harm associated with the event.